Event description:
Heavy and painful bleeding and clotting the size of golf balls, headaches, weight gain, bloating, inflammation, pain in lower stomach and back, fatigue, losing hair, anxiety, depression. All this has been a nightmare since these devices were implanted.